Event description:
It was reported the procedure was being performed on a female pt in labor and delivery. When the tray was opened, they found the glass syringe was broken. As a result, a new tray was used for the pt. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.